Event description:
It was reported during set up of sterile field, rn noted an ink or grease type black substance in the kit, possible primary location on the lidocaine syringe. The rn proceeded to discard this kit and open a new kit for PICC insertion.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a dark colored substance was confirmed, but the source of the material was unknown. One syringe, one glove, one gauze pad, and one label were returned for investigation. The syringe exhibited evidence of use. A sticker with ¿1% lidocaine hcl¿ had been placed on the external surface of the syringe. Drops of fluid were observed on the distal end of the syringe plunger. A dark colored viscous material was observed on the translucent portion of the syringe plunger. The syringe plunger was removed from the syringe barrel and the dark material was observed on the side of the plunger. The gauze pad was wrinkled and had dark spots within two separate 5mmx5mm areas that discolored the gauze fibers. A microscopic evaluation revealed a green tint to the discoloration on the gauze. The glove appeared stained. The stain marks appeared symmetric along the fold lines in the wrist area of the glove. The fingers were also stained. The staining on the gloves could not be wiped from the glove material and was a different color than the staining on the gauze and syringe. The glove was green in color. The implicated kit should contain purple gloves. Since the components exhibited evidence of use, the source of the dark colored material could not be determined. The manufacturing facility was notified of this complaint. The manufacturing facility was notified of this complaint and a review of the manufacturing process and records revealed no potential cause of the reported event. Reynosa evaluation the complaint due to ¿rn noted an ink or grease type black substance in the kit¿ is confirmed but the exact cause is unknown. According to the photo visual evaluation and bas investigation was observed a black residue on the piston arm of the syringe and in the gauze, but it could not be determined when or where the sample came into contact with the observed residue due to the only the syringe, gauze and glove sample was received at bas. The cause of this condition is unknown. A lot history review (lhr) of recw1729 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recw1729 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during set up of sterile field, rn noted an ink or grease type black substance in the kit, possible primary location on the lidocaine syringe. The rn proceeded to discard this kit and open a new kit for PICC insertion.